Event description:
Pt received 25,000 u of heparin in 250cc IV fluid in a 2 hour period. Free flow of solution. Rate of flow was supposed to be 6.5 ml/hr. When tubing was loaded into pump some slack was left. Tubing was over sensors but not over the pumping mechanism. This caused the solution to free flow, no alarms sounded.